Event description:
It was reported that the pump displayed a malfunction code malf 12. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisted in resetting the pump, and confirmed that the malfunction code did not recur. The customer was instructed to call back if the issue recurs and understood the guidance.